Manufacturer narrative:
On related svn#: (B)(4) - customer returned pump for an alleged pump/transmitter communication anomaly and charge/battery lasts less than expected found on (B)(6) 2025. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. On the primary svn#: (B)(4) event date of 29-jan-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 29-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2026 and (B)(6) 2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the primary svn#: (B)(4) secondary event date of 01-feb-2026. There was no data available to verify charge/battery lasts less than expected or unexpected pump error(s)/alarm(s) 1 week from the related svn#: (B)(4) event date of 16-sep-2025 in the formatted history file. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 53 alarms (file number: 26 line number: 2292) on (B)(6) 2026 16:16:18.000, (B)(6) 2026 16:16:26.000, (B)(6) 2026 16:26:00.000, (B)(6) 2026 18:21:12.000, (B)(6) 2026 18:21:20.000 and (B)(6) 2026 18:31:00.000 according in the formatted history file and pump detailed trace file. Pump error 53 alarms (file number: 26 line number: 2292) were confirmed, suspected on hw. In further review of the formatted history file 1 week prior surrounding the date of (B)(6) 2026 and from the primary svn#: (B)(4) event date of 29-jan-2026, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: (B)(6) 2026 08:26:23.000, (B)(6) 2026 09:26:24.000. Insert battery alarm was found on: (B)(6) 2026 13:40:51.000. Low battery alert was found on: (B)(6) 2026 20:56:00.000. Replace battery alert was found on: (B)(6) 2026 06:27:00.000, (B)(6) 2026 06:37:00.000. Replace battery now alarm was found on: (B)(6) 2026 06:58:00.000, (B)(6) 2026 07:08:00.000. Pump error 23 alarm was found on: (B)(6) 2026 07:09:05.000, (B)(6) 2026 13:51:05.000. Power loss alarm was found on: (B)(6) 2026 07:09:57.000, (B)(6) 2026 07:10:05.000, (B)(6) 2026 13:52:35.000, (B)(6) 2026 13:52:43.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump reset due to battery backup depletion. Unable to test for sensor error alert, low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm due to critical pump error (open book image) alarm. Sensor error alert, low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm were unknown. Pump error 38 alarm was found on: (B)(6) 2026 01:14:27.000, (B)(6) 2026 01:18:07.000, (B)(6) 2026 01:19:20.000, (B)(6) 2026 01:21:43.000, (B)(6) 2026 16:22:15.000, (B)(6) 2026 16:24:10.000, (B)(6) 2026 16:25:25.000, (B)(6) 2026 16:38:32.000. (B)(6) 2026 16:48:00.000 pump error 130 alarm was found on: (B)(6) 2026 01:31:55.000, (B)(6) 2026 01:41:00.000, (B)(6) 2026 16:28:06.000. Pump error 43 alarm was found on: (B)(6) 2026 09:34:29.000, (B)(6) 2026 09:44:00.000. The pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the pcba 1, pcba 2 and force sensor assembly noted. Corrosion was also found on the battery tube spring noted. Pump error 38 alarm, pump error 130 alarm and pump error 43 alarm were confirmed according in the formatted history file due to a corroded motor home switch. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to verify pump/transmitter communication anomaly, charge/battery lasts less than expected, perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Pump/transmitter communication anomaly and charge/battery lasts less than expected were unknown. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 53 alarms (file number: 26 line number: 2292). Pump error 53 alarms (file number: 26 line number: 2292) were confirmed due to corrosion on the pcba 1 and pcba 2. Also, pump error 38 alarm, pump error 130 alarm and pump error 43 alarm were confirmed according in the formatted history file due to a corroded motor home switch. Corrosion was also found on the battery tube spring and force sensor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple pump errors, including pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed.) And pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.) And was admitted to the hospital for high blood glucose (bg). The event involved product(s) mmt-332a,mmt-243a,mmt-1884. The customer has type 2 diabetes and was using the insulin pump prior to the event. The initial bg at the time of the pump error was 180 mg/dl but rose to 900 mg/dl upon hospital admission bg longing greater than 4 hours. Troubleshooting was performed and customer was using the insulin pump system within 48hrs of reported event. The auto mode feature is not active at the time of the event. The customer was unable to use the pump after the error occurred, leading to manual injections for treatment both at home and in the hospital. The customer was advised to discontinue pump use, revert to a backup plan as per healthcare provider (hcp) instructions, and place the pump in storage mode. No further patient complications were reported. Mmt-332a,mmt-243a,mmt-1884 were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.